Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: thermally and/or mechanically induced damage to the insulation insert, most likely attributable to excessive force, specifically, by subjecting the device to mechanical overload, shock, accidental dropping, etc. It cannot be determined whether there was any pre-existing damage to the insulation insert or if it was already worn. It is also not possible to determine whether the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the inner sheath exhibited a broken ceramic tip. The issue occurred during maintenance. There were no reports of patient or procedural involvement.